Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon was reproduced by the device inspection of the repair department. It is estimated that the cause of defect is a failure of the image capture unit due to flooding. A definitive root cause could not be identified for corrosion of electrical contacts at connectors, scope mount corrosion, connector watertight defect, cable flooding and cable twisting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion of electrical contacts at connectors, scope mount corrosion, connector watertight defect, cable flooding and cable twisting. There was no patient involvement.